Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with a peak fingerstick reading of 498 mg/dl, after trending high earlier in the day; the user performed two infusion set changes, verified insulin delivery through the tubing, inspected for leaks with no issues observed, announced meals in an attempt to correct, and subsequently trended down to 180 mg/dl. Symptoms included hyperglycemia and urinary frequency. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem, and no specific device component was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.